Event description:
(B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) grade 4 with 2 posterior leaflets and myxomatous billowing leaflet. The first triclip (tcds0303-xtw, 30926r1062) successfully grasped the anterior-septal leaflets. During deployment, there was some difficulty releasing the mandrel from the implanted clip. Standard troubleshooting was performed, following the triclip detached from the anterior leaflet, while remaining attached to the septal leaflet, a single leaflet device attachment (slda). To stabilize the slda, a second triclip was successfully implanted. Reportedly, there was a clinically significant delay due to the first clip issue. Additional time to implant the treatment second clip, however, there were no clinical symptoms associated. A third triclip was successfully implanted, reducing the tr. A fourth triclip advanced and attempted to grasp the central posterior-septal location, however, the septal leaflet was short and there was not enough leaflet. The operators were unable to confirm adequate leaflet grasp and insertion with this 4th clip. It was decided to not implant this clip due to incompatibility with anatomy. Reportedly, there was no device malfunction with the 4th clip, rather the device was incompatible with anatomy. There was no injury associated with the 4th clip. The tr had been reduced to grade 2-3. There was no adverse patient sequela. On (B)(6) 2024, the patient was admitted to the hospital due to syncope and fall. Additional imaging was performed with a possible failed clip noted. Severe tr was also observed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The complaint is not reportable, a letter is not requested and there is no indication of a product issue. Based on available information, the cause of the reported difficult deployment and slda were unable to be determined. The reported patient effects of tricuspid regurgitation and syncope, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) grade 4 with 2 posterior leaflets and myxomatous billowing leaflet. The first triclip (tcds0303-xtw, 30926r1062) successfully grasped the anterior-septal leaflets. During deployment, there was some difficulty releasing the mandrel from the implanted clip. Standard troubleshooting was performed, following the triclip detached from the anterior leaflet, while remaining attached to the septal leaflet, a single leaflet device attachment (slda). To stabilize the slda, a second triclip was successfully implanted. Reportedly, there was a clinically significant delay due to the first clip issue. Additional time to implant the treatment second clip, however, there were no clinical symptoms associated. A third triclip was successfully implanted, reducing the tr. A fourth triclip (tcds0303-xt, 31009r1006) advanced and attempted to grasp the central posterior-septal location, however, the septal leaflet was short and there was not enough leaflet. The operators were unable to confirm adequate leaflet grasp and insertion with this 4th clip. It was decided to not implant this clip due to incompatibility with anatomy. Reportedly, there was no device malfunction with the 4th clip, rather the device was incompatible with anatomy. There was no injury associated with the 4th clip. The tr had been reduced to grade 2-3. There was no adverse patient sequela. On (B)(6) 2024, the patient was admitted to the hospital due to syncope and fall. Additional imaging was performed with a possible failed clip noted. Severe tr was also observed. No additional information was provided regarding this issue.